Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 180 mg/dl. The customer¿s act button is not responding. While troubleshooting the customer mentioned alarms of motor arm failed self-test and motor error. The insulin pump had a scratched screen and fluid under the screen during the keypad being unresponsive. The customer confirmation that the time clock advanced. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics and motor. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm, failed self test alarm, button keypad anomaly due to blank display. Pump received with scratched display window, cracked case at display window corners, cracked battery tube threads, partially broken off reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.